Manufacturer narrative:
Age/date of birth: unknown, was not provided. Lot #: unknown, was not provided. Expiration date: unknown, as lot number was not provided. UDI #: unknown, as lot number was not provided. (B)(4). Device manufacture date: unknown, as lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced corneal ulcer, irritation and red eyes with use of consept onestep. The patient was hospitalized and received treatment. The physician reported that vigamox and tobramycin were prescribed to the patient. The physician said there was no causal relationship to the product, but how the product was used was the cause. The physician did not provide details on how the product was used. In further follow up it was learned that the patient was hospitalized for two weeks and then recovered. Neutralizing tablets are used in conjunction with the solution; therefore, an MDR will also be provided for the tablets. This report represents the solution. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturer for investigation. Therefore, the customer's reported complaint could not be confirmed. Manufacturing record review: a review of the manufacturing records could not be conducted as the lot number was not provided/unknown. Labeling review: a review of the directions for use (dfu) was performed. The dfu provides adequate instructions, precautions and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson and johnson vision surgical, inc. Has been submitted.